Event description:
Customer reported the buttons on the device have been failing. Customer stated it has happened twice but customer has been able to continue therapy. Customer does not know blood glucose level. Customer reported it was possible and she usually clips the device under garments. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, and cracked reservoir tube lip.